Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. The lead was capped.

Manufacturer narrative:
No medwatch form was received.